Event description:
The customer reported that the tubing easily became detached at the csf port on tubing.

Manufacturer narrative:
Upon completion of the investigation, a follow up report will be filed.

Manufacturer narrative:
On (B)(6) 2014 we recently revised our MDR reporting procedures based on feedback from a recent FDA audit that was conducted in 2013. Once the changes were made to the procedures, we conducted retrospective review of our product complaints and MDR files. The attached MDR report is being filed as result of those changes we made to our internal MDR reporting procedures. This report is being filed from malfunction to serious injury.

Event description:
Customer reported that the tubing became detached at the csf port on tubing (y-connector). The tubing very easily became disconnected. On (B)(6) 2014 we recently revised our MDR reporting procedures based on feedback from a recent FDA audit that was conducted in 2013. Once the changes were made to the procedures, we conducted retrospective review of our product complaints and MDR files. The attached MDR report is being filed as result of those changes we made to our internal MDR reporting procedures. This report is being filed from malfunction to serious injury.

Manufacturer narrative:
Upon completion of the investigation it was noted that the device was visually inspected, which indicated that the tubing detached from the needless port. Traces of glue were found on the needless port, and on the tubing. The current quality inspection testing for these assemblies is established at 100% for leaks and blockages. A review of the history device records was not possible as the lot number was not provided by the customer. Based on the result s of this investigation no further action is required. Trends will be monitored for this and similar complaints. At the present time this complaint is closed.